Event description:
It was reported that the tip of a cross connector handle stripped during surgery. It was used to complete the procedure without patient impact.

Manufacturer narrative:
The returned device was evaluated and no problems were found. There was no damage and the device functioned as expected. The complaint could not be confirmed. This device is used for treatment. If any information is received which changes the information in this report, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of a cross connector handle stripped during surgery. It was used to complete the procedure without patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a cross connector handle stripped during surgery. It was used to complete the procedure without patient impact.